Event description:
The customer reported that the sample handler, short sampled across assays and did not give an error message. A co field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to co complaint number 97-02178-04.